Event description:
In an article in neurosurgery it was reported the patient underwent the successful coil embolization of the aneurysm. Approximately two and half months post procedure, the patient had symptoms suggestive of transient ischemic attack (temporary numbness of his right face and hand). An MRI scan demonstrated no infarction. Three months post procedure, radiographs showed migration of part of a coil into the left middle cerebral artery (mca) with no neurological consequence to the patient. Four months post procedure, radiographs demonstrated further migration of the coil with herniation into the left mca accompanied by secondary thrombus. The thrombus moved distally in the mca when dye was injected and the patient became disorientated. Urokinase was administered into the left mca and resulted in revascularization and the patient recovered. Antiplatelet/anticoagulant therapy was administered to prevent further thrombus formation and it was determined that surgery was necessary to prevent further coil migration. Ten days after the thrombotic episode, the frontal branch of the superficial temporal artery (sta) and anterior temporal artery bypass was performed to ensure blood flow to the perforators of the left m1 mca segment and the parietal branch of the sta and the anterior branch of the m2 mca bypass was performed to ensure blood flow the distal mca. The coils were removed from the aneurysm dome and the neck of the aneurysm was clipped. Micro-doppler revealed poor flow through the proximal mca, but the flow was good through the distal mca, sta and ica. Angiography post procedure revealed some stenosis in the left mca, the authors postulate was due to the surgical procedure, and there was patency of the vessels. The patient was discharged without neurological deficit.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device nonconformance or misuse that contributed to the reported event. The reported coil migration is noted in the directions for use as a potential complication associated with the use of the device. Transient ischemic attack and thrombosis are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
(B)(4).

Event description:
In an article in neurosurgery it was reported the patient underwent the successful coil embolization of the aneurysm. Approximately two and half months post procedure the patient had symptoms suggestive of transient ischemic attack (temporary numbness of his right face and hand). An MRI scan demonstrated no infarction. Three months post procedure, radiographs showed migration of part of a coil into the left middle cerebral artery (mca) with no neurological consequence to the patient. Four months post procedure, radiographs demonstrated further migration of the coil with herniation into the left mca accompanied by secondary thrombus. The thrombus moved distally in the mca when dye was injected and the patient became disorientated. Urokinase was administered into the left mca and resulted in revascularization and the patient recovered. Antiplatelet/anticoagulant therapy was administered to prevent further thrombus formation and it was determined that surgery was necessary to prevent further coil migration. Ten days after the thrombotic episode the frontal branch of the superficial temporal artery (sta) and anterior temporal artery bypass was performed to ensure blood flow to the perforators of the left m1 mca segment and the parietal branch of the sta and the anterior branch of the m2 mca bypass was performed to ensure blood flow the distal mca. The coils were the removed from the aneurysm dome and the neck of the aneurysm was clipped. Micro-doppler revealed poor flow through the proximal mca but the flow was good through the distal mca, sta and ica. Angiography post procedure revealed some stenosis in the left mca, the authors postulate this was due to the surgical procedure, and there was patency of the vessels. The patient was discharged without neurological deficit.